Event description:
It was reported that upon opening, brush was missing. No patient injury was reported.

Manufacturer narrative:
PMA/510(k) is unknown. No information is provided to date. Investigation of this complaint was done based on photos provided by customer. Cleaning brush is manually inserted into shelf carton by operators during packaging process. Missing cleaning brush is clearly manufacturing fault. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).